Event description:
Customer questioning positivity rate for their flu b testing, feeling the rate is too high.customer did not have any discordant results and confirmation testing has not been performed on any of the patients.

Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: insufficient information. Source: phone.